Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen did not work. It was further reported that the pen would not recalibrate, and that different pens were tried but none would work with the programmer. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was not working, the stylus did not align with the cursor and would not calibrate to the touch screen. The bezel shield assembly was replaced to resolve and the stylus was then calibrated to the touch screen. It was further noted that there was a broken latch tab on the power cord bay, the lower and upper cases were worn, the power supply was noisy and there was a bent latch tab on the media bay door. All found defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.